Event description:
The subject device was sent to an olympus service center for evaluation with a report that there were horizontal lines in the endoscopic image. There was no patient or user injury reported. During inspection and testing, service observed a blurred image on the monitor. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the blurred image could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, and damage or deformation of the connector. The event can be detected/prevented by following the instructions for use. Operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use warnings and cautions: during the device evaluation, service found image noise was present due to failure of the internal board of the scope connector. In addition, service found fluid ingress in the scope connector. The angle of curvature was out of specification due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The rubber adhesive was cracked. The paint on the air/water cylinder was peeling. The paint on the suction cylinder was peeling. Scratches were observed on switch 1, on the insertion section of the boot, and on the boot connector side of the universal cord. The objective lens was chipped, and the insertion tube was crushed due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.